Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had shut down. The customer's blood glucose value was unknown. Customer reported that insulin pump has been showing no delivery and when reloaded the insulin and put in the insulin pump, something was wrong with the piece that moves up and touches the reservoir, as soon as it touches device shuts down and shows no delivery. The device will not be returned for analysis.